Event description:
Device 1 of 6: reference MFR. Report: 1627487-2012-08243, reference MFR. Report: 1627487-2012-08244, reference MFR. Report: 1627487-2012-08246, reference MFR. Report: 1627487-2012-08247, reference MFR. Report: 1627487-2012-08248: it was reported during a programming session the pt experienced electrical shock that went up to the spine to the head causing bright flashes of yellow light in the eyesight followed by heavy sweating and urination. The pt also noted inadequate pain coverage and re-programming was unable to resolve the issue. The pt reported ipg pocket heating during charging. The skin outside of the pocket turned yellowish and later degrees of black or blue, and became harden after the event. The physician suggested possible fluid intrusion in the ipg header. The pt was unable to charge the ipg due to medical issues and later the ipg was unable to communicate with pt programmer and the charger. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.